Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: pfs and medical records received. After review of the medical records for MDR reportability, alleges severe memory loss and difficulty concentrating, loss of equilibrium, uneven gait with leg length discrepancy, loss of mobility, neuropathy, tremors, blurry vision, right hip dislocation following hip revision, pain and discomfort. Physician note from (B)(6) 2016 indicated patient experienced a spontaneous right hip dislocation while lying in bed. This was corrected by a closed reduction. Part/lot noted for products involved. Non-reportable. The complaint was updated on: 12/28/2016. Update ad 11 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There were no new allegations. Added law firm. Corrected the lot number of the liner, patient identifier, revision and implant date. Doi: (B)(6) 2015 - dor: (B)(6) 2016 (right hip). Please see (B)(4) for the first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.